Event description:
The user facility reported that a hose disconnected from a fitting on the system 1e carbon filter housing causing water to leak onto the floor where the unit was located, into two adjoining rooms, and into the hallway. No injuries were reported.

Manufacturer narrative:
The hose which disconnected was disposed by the user facility and cannot be evaluated. The system 1e unit was returned to service and remains operational.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).